Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that, the patient was hospitalized for the event. The patient received unknown antibiotics. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. It was reported that retraining on proper aseptic technique is pending. No additional information is available

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that on an unknown date, the patient recovered from peritonitis. It was reported as unknown if the patient/caregiver was retrained for break in aseptic technique. At the time of this report, the patient remained hospitalized. Should additional relevant information become available, a supplemental report will be submitted.